Manufacturer narrative:
Product-specific information (lot/serial number, unique device identifier, expiration date and date of manufacture) is unavailable at the time of this MDR writing. Respective fields were left blank or noted with "unknown." Medical safety review. Medical safety reviewed the event and noted the following: the patient was initially supported with an impella cp for three days and experienced complications and is a serious injury. The patient was escalated to an impella 5.5 and supported for approximately 18 days and experienced complications including but not limited to significant bleeding requiring transfusion 5 units. There is not enough evidence to exclude the impella 5.5 as associated factor to the outcome. However, it should be noted the patient presented in critical condition: diaphoretic, anterior/inferior stemi with a 100% lm occlusion. The patient was unable to fully recover from the cardiac event. Regarding the aic, patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged, or issue impacted the therapy. Aic device remained in service after the controller failure and defective purge cassette encounter. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp and aic is a serious injury and product malfunction type of reportable event respectively. Investigation summary. Due to a lack of product returned, logs and sufficient clinical information on what was occurring at the time of changing the cassettes, the root cause of the priming issue, cannot be established. A product history review cannot be performed as the purge cassette serial number cannot be confirmed. Related medical device reports: refer to the related manufacturer report number(s) as noted in section h10.

Event description:
While a patient was on impella support it was noted that there was air in the purge line. The purge cassette was changed 3 times prior to the issue being resolved. It is important to note that there was no disruption of support or noted effect on the patient's hemodynamics during the exchanges.